Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 500 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The cannula of the infusion set the customer was wearing at the time of the event was bent. The customer's mother stated that the glucometer was giving false readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.